Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise. The device was reprogrammed. One high pacing lead impedance measurement was also noted. A lead issue was suspected. The lead remains implanted. Patient was sent home and monitoring will continue.

Event description:
New information received states due to oversensing noise on the right ventricular channel the physician capped the rv lead. The patient condition was good.